Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, the capsule was in the throat and the anesthesia md used long forceps to remove and the oxygen levels dropped but after the capsule was removed, the pt was ok.